Event description:
The following has been reported: infusion pump that, suddenly, only administered the drug by bolus (propofol was infused to the patient continuously). Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.